Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the spinous process clip, one of the system accessories mentioned in this report, suddenly broke during use, and the broken piece fell into the patient's incision. The medical staff immediately removed the broken piece from the patient's incision and used backup device to continue the surgery on the patient. This suspected defect in the device was discovered by medical staff in a timely manner and the broken part was immediately removed. Therefore, apart from a certain delay in the patient's surgical progress, there had been no serious adverse impact on the patient yet. No further information available. Additional information was received. There was a surgical delay of approximately 5-10minutes.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Probable cause information was provided. The cause of the issue was unknown. It was only suspected that the material used for the spinous process clip of the system accessory may not have been good enough, the strength may not have been high enough, or other unknown reasons may have caused the spinous process clip to break during use.